Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced poor performance with device use. It was reported that the tip of the electrode array had folded over on itself during implantation. The device was explanted (B)(6), 2011, and the patient was reimplanted with a new device during the same surgery.